Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the trouble charging and the poor coupling was not determined. The patient said they sit with the unit instead of lying down. The patient stated that the trouble charging and the poor coupling had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had fallen on ice directly on the battery site, 3 weeks ago. Patient reported it turned black and blue from the butt all the way down the thigh on the right side of her leg. Patient reported trouble getting stimulator to charge. Patient clarified poor coupling since (B)(6) 2019 since last week. No further complications were reported/anticipated.